Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Alarm 379 and 387 no o2 dosing possible. It is visible in the screenshots that the o2 dosing valve is leaking with 12 lpm. Informed customer that we will send a new o2 dosing valve. Customer informed that the repair was successful.

Event description:
Customer reports alarm 379 no o2 dosing possible. The o2 sensor calibration failed. Customer was not able to perform the o2 gas path test as the o2 section in the function blocks service was grayed out. At this time, it is unknown whether or not there is any patient involvement associated with the event.